Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye verified that the female connector was not flushed to the main body. Functional testing was performed with no issues noted. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the female connector of the transfer set was pulled on, it pulled away from the main body of the transfer set. There was no obvious damage to the set. There was no patient injury or medical intervention associated with this event. No additional information is available.